Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm, and it was reported that when the b line is attached the valve is blocking and they are not able to infuse or back prime. There was patient involvement, and delay in therapy.